Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the customer unpacked the shipment of 10 boxes and placed them in the supply cabinets. She noticed that a piece was kinked in each original packaging". No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one, unopened arterial kit for analysis. No definite signs of a sterility breach were observed. Visual analysis revealed two kinks on the guide wire. The kinks were located towards the distal end. Microscopic examination confirmed the damage and revealed white stress marks on the protective tubing at the same locations as the kinking. Analysis of the pouch revealed crease marks at the same corresponding locations as the kinks. It was also noted that the words "do not bend" are clearly visible at the bottom and top of the kit lidstock. The kink on the guide wire measured 38mm and 65mm from the distal weld. The guide wire total length measured 351mm, which is within the specification limits of 345mm-355mm per the guide wire product drawing. The guide wire outer diameter measured 0.510mm, which is within the specification limits of 0.508mm-0.533mm per the guide wire product drawing. Functional inspection of the guide wire was performed per the product instructions for use , which states, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). Thread tip of indwelling catheter over spring-wire guide". The guide wire was passed through the returned 20 ga catheter. The functional areas of the guide wire were able to pass completely through with no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "precaution: use of excessive force may damage catheter or guidewire." An engineering change order was implemented in may 2018 for material sac-00820-pbx to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. Two kinks were observed on the guide wire body. Subsequent kinking/creasing was also observed on the protective tubing and outer pouch in the same locations as the damage to the guide wire. The guide wire met all relevant dimensional requirements and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, storage/shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "the customer unpacked the shipment of 10 boxes and placed them in the supply cabinets. She noticed that a piece was kinked in each original packaging". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the customer unpacked the shipment of 10 boxes and placed them in the supply cabinets. She noticed that a piece was kinked in each original packaging". No patient involvement.